Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that a1c levels went up and the patient suspected that the pump was not working properly. No further information was provided. This report is made based on the allegation of a non-specific pump malfunction resulting in elevated blood glucose levels.